Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the entire lead was returned in two segments severed at 73 mm from the terminal pin. It was noted that that the helix was retracted and there was dried blood through the entire lead. Visual inspection found that the extraction stylet was returned stuck in the second segment of the lead, the insulation was bunched at 427 mm from the terminal pin and a gouge in the insulation was seen at 366 mm from the terminal pin. All of these observations were attributed to the explant procedure. Analysis was not able to confirm the allegation of high out of range impedance measurements, noise and oversensing.

Event description:
Boston scientific received information that during a routine device interrogation, it was noted that the right atrial (ra) lead safety switch had tripped due to high out of range pacing impedance measurements. Further evaluation revealed oversensing of noise leading to over 3000 inappropriate atrial tachy response (atr) episodes and loss of capture in both unipolar and bipolar configurations. A revision was performed where the ra lead was explanted due to the high out of range pacing impedance measurements and loss of capture. The device was electively explanted during the lead revision. The right ventricular (rv) lead was also electively explanted due to the physician experiencing difficulty removing the ra lead with the laser. No additional adverse patient effects were reported.